Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 10fr and during interventional procedure the sheath was upsized to a 14fr sheath. Reportedly, when attempting to put the sutures on the site, the sutures pulled out of the vessel. This issue occurred with four proglide devices. Two additional proglide devices were used to achieve hemostasis. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported when attempting to put the sutures on the site, the sutures pulled out of the vessel was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. The anterior cuff was returned outside the foot pocket with one broken and two bent tabs. The detached anterior cuff tab was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR numbers.